Event description:
The customer observed falsely elevated patient results generated from alinity c processing module for several patients. The one results example provided were: sid (B)(6): initial potassium=8.8 mmol/l /repeated on alinity (B)(6) =3.8 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.